Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed broken force sensor. The patient's blood glucose at the time of incident was 156 mg/dl. During troubleshooting the self test was performed and the device failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a critical pump error (open book error) and a broken force sensor found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Insulin pump received with cracked case on the back at the battery tube area. Insulin pump received with minor scratched display window and case. Insulin pump received with faded serial number label.